Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was dislodged and exhibiting over-sensing noise. The rv lead was explanted and new rv lead was implanted. There were no patient consequences.